Event description:
Reporter indicated a pt had high lead impedance readings at an office visit. X-rays were taken but not forwarded to the manufacturer. The reporter was aware of the manufacturer's recommendation to disable the vns but the vns was left on. The reporter also stated the pt has had a lack of efficacy. The pt has since had lead revision surgery. Further attempts for info are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.